Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the small bar on the sheath of the device, which was supposed to be a fixed component, has fallen off. No patient injury.

Event description:
According to the reporter, prior to use, the small bar on the sheath of the device, which was supposed to be a fixed component, has fallen off. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the sheath had fallen apart and was rusty. The reported condition was confirmed. The investigation did not determine the root cause of the customer's report. The failure identified within the complaint file does not result in potential harm to the patient therefore entry into the risk management file is not required. An additional failure was found during the investigation; the sheath was found to be rusty. The additional findings did not contribute to the reported condition. The investigation found the rust could easily be removed with acetone and a q-tip. The rusty film was caused by foreign materials being reprocessed with the sheath. The investigation found the most probably cause of the reported event to be customer misuse. If information is provided in the future, a supplemental report will be issued.